Manufacturer narrative:
Correction: upon further investigation, the reported condition was not confirmed. See corrected evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the trigger jammed and there was inconsistent power during the power test with test bench. It was further noted that trigger malfunctioned, there was an unknown liquid found internally between electric motor, gear complete and electronic control unit and other internal components were corroded. The assignable root cause was determined to be due to improper care and immersion during the cleaning process, which is user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the trigger jammed and there was inconsistent power during the power test with test bench. Therefore, the reported condition was confirmed. It was further noted that trigger malfunctioned, there was an unknown liquid found internally between electric motor, gear complete and electronic control unit and other internal components were corroded. The assignable root cause was determined to be due to improper care and immersion during the cleaning process, which is user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the battery reamer device was not running. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.